Manufacturer narrative:
(B)(4) implanted device remains.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The patient has become a non-user of the device due to perceived lack of benefit. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(4) 2013.